Event description:
It was reported that pump displayed cartridge alarm 20 with two nonconsecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support to follow proper cartridge loading steps, successfully loaded new cartridge, and was advised to change cartridge again if needed and contact support for possible pump replacement, after which alarm did not reappear and pump functioned normally.